Manufacturer narrative:
(B)(4).

Event description:
It was reported multiple nonsustained right ventricular oversensing episodes were observed as myopotential oversensing. The lfa filter was turned off. No further information is available.